Event description:
The customer reported that when the ventilator was turned on it operated normally for 2-3 hours and then the touch screen would not function. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim and no touch screen issues were found initially so the assembly was left to cycle for one hour then tested and still no unresponsiveness was found. The assembly was left to cycle overnight and the next morning the touch screen was still responding accurately. The covers were removed to inspect all connections and no visual anomalies were found. Reported issue was not reproduced.

Manufacturer narrative:
(B)(4). The customer has not returned the alleged defective part for further evaluation.